Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had error codes f_30 (malfunction in a/d converter circuitry for air detection: a/d conversion did not complete in 50 ms) and f_64 (malfunction in a/d converter circuitry: a/d conversion for 0 through 3 channels did not complete in 144 ms). This occurred during patient infusion with intradialytic parenteral nutrition (idpn). There was no report of patient injury or medical intervention associated with this event. No additional information is available.